Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery and left common femoral artery using a proglide device at each access site after a percutaneous transluminal angioplasty procedure using an 8f sheath. Reportedly, after pulling the first suture, the whole suture came out of the artery with the knot intact. The same issue occurred with the proglide suture on the other side. Two new proglide devices were used, one on each access site, to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device by an abbott employee. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. It should be noted that the electronic proglide instructions for use, states: this device should only be used by physicians authorized by or under the direction of such physicians who are trained in diagnostic and or interventional catheterization procedures and who have trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The reported difficulty appears to be related to the status of training. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.